Event description:
No new information.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results, product evaluation and results: visual inspection: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted exeter stem. The stem is fractured at the neck and is in two pieces with the ceramic head remaining assembled to the trunnion of the stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted exeter stem. The stem is fractured at the neck and is in two pieces with the ceramic head remaining assembled to the trunnion of the stem. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: the customer reported that the patient had a primary total hip replacement in 2017. The exeter stem broke at the neck while the patient was running.